Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a stoma site infection and was treated with oral bactrim. In (B)(6) 2019, the stoma site infection resolved without complication or tubing change.

Manufacturer narrative:
Reference record (B)(4). Additional information added to weight, event, other relevant history. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information was received on (B)(6)2019: in (B)(6)2019, the patient experienced a stoma site infection, which was resolved in (B)(6)2019. The patient clarified that a current stoma site infection is a continuation of the previous infection, which had cleared up but had returned 3 weeks later on (B)(6)2019 and had worsened. The patient reported stoma site itching, redness, sero-sanguinous drainage and pus, raw area on left side of stoma, swelling and hardness. On (B)(6)2019 , the patient saw a physician and prescribed oral doxycycline. On (B)(6)2019 , the stoma looked worse and the patient received unknown intravenous antibiotics in the emergency room. The patient was sent home the same day and continued oral doxycycline. The patient believed the infection occurred as he went into a hot tub. In (B)(6)2019 , the sero-sanguinous drainage and stoma pus resolved. At the time of report, the patient declined to be contacted.

Event description:
Additional information received on 13 may 2019: the patient clarified that he was treated with intravenous vancomycin and rocephin in the emergency room but not admitted to the hospital. The stoma site infection had improved and the peg tube was not removed.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.